Manufacturer narrative:
A ge service rep performed an onsite investigation. The gib pcb assembly and system software and calibrations were evaluated and reloaded. The system was tested and fond to be working as intended and returned to service.

Event description:
The customer reported that there was a communication failure error message. The error is likely to result in a system lock up, no boot, or shut down depending on when the loss of communication occurred. There is no report of a pt injury or death associated with this event.